Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, using a non-olympus lamp and expired lamp resulted in the phenomena. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "brightness was not doing what it is supposed to" was confirmed; the evaluation found a non-olympus lamp with lamp life meter at over 500 hours. The reported problem of "auto adjustment was not doing what it was supposed to" could not be confirmed. The returned device was tested and inspected and verified to adjust manually and automatically in the respective mode; the image stabilized as expected and light control was verified to function as intended. Additional evaluation findings are as follows: 1.) A lamp bolt was noted stripped and stuck inside the lamp's thread hole; 2.) Worn socket and poor connection noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that "the brightness and auto adjustments" were not functioning as intended. The problem, as reported to olympus, occurred during a diagnostic colonoscopy procedure. The intended procedure was completed. There was no patient injury, associated with the event, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional report.